Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that patient had suffered from a fracture in (B)(6) and since has had to use the system more frequently. Subsequently, the patient has experienced an increased recharge burden. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their ipg replaced with a different model. Issue has been resolved.